Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the patient had been swimming for 2 hours and alleged the keypad does not respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/11/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the complaint of unresponsive keypad buttons was not duplicated; all keypad buttons responded appropriately. There was no evidence of contamination found under the key contacts.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however, the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.